Event description:
It was reported that an aseptico endo dtc possibly caused several files to separate; outcome of the event is unk.

Manufacturer narrative:
Because eval of the unit is not complete as of this MDR eval and since separation of a file could necessitate medical / surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned, and that the malfunction would be likely to cause / contribute to a serious injury should it recur. As such, this event meets the criteria for reportability. The file separation will be reported via asr, as appropriate. The device was returned to the physical MFR for eval, though results are not available as of this report. Eval results will be submitted as they become available.